Event description:
It was reported that during an atrial fibrillation procedure, when using a faradrive steerable sheath; air bubbles were seen in the sheath and catheter when they were removed out from the patient body. Physician noticed there was air in the sheath shaft when the catheter was pulled back into the sheath and removed both out of the body at the end of the procedure. No complaints of bubbles during preparation (flushing and aspiration). As the event was noticed right when the devices were outside the patient, no backup devices were needed. No fluid leak was observed, and the procedure was completed with no patient complications. The device will be returned for evaluation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.